Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a system upgrade, the physician attempted to plug the svc port, but the plug pin did not reach the setscrew of the svc port. The silicon end of the plug was removed and the the plug could now be inserted. The implant was completed successfully.